Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in tubing/chamber, particles in airway from device, debris floating from his device and patient has had a severe cough. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. An interior examination of the device was completed by the manufacturer and observed moderate unidentified dust particles and unidentified white residue on o-ring of air path inlet, water ingress is observed at the p4 connector dc power cable, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During secondary findings observed moderate dust/dirt contamination within entire interior of device, the device's downloaded event log was reviewed by the manufacturer and found one errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint and observed no evidence of degraded sound abatement foam.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.